Event description:
During a whipple procedure, on the first firing the device only laid staples down on one side of the staple line. The staple line had to be oversewn and o.r time extended by 10 minutes. There was no reported pt consequence and one device is being returned.